Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was found to have a broken grip cable at the proximal end. The instrument logs showed the instrument's last two installs resulted in a low rom homing failure without the ability to remove the reload. The instrument was found to have a lodged component in hole one at the proximal end. The instrument did not arrive with a reload stuck in the jaws. It is possible that the site used and broke the stapler release kit (srk) in an attempt to open the jaws after the low rom failure. The customer reported complaint does not itself constitute an MDR reportable event; however, the lodged component found in hole one could result in the instrument grips not opening due to the breakage. Although this did not cause an adverse event, if this malfunction were to reoccur this could necessitate medical intervention if the instrument grips were closed on patient tissue.

Event description:
It was reported that during set up for a da vinci-assisted surgical procedure, the customer noted a broken spring at the jaw of the endowrist stapler 45 instrument. There was no report of patient involvement.